Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.

Event description:
A complaint was received via social. An erratic readings issue was reported with use of the abbott diabetes care (adc) device. The customer experienced a loss of consciousness and regained consciousness on their own. The customer got their blood sugar level back to normal with an unspecified treatment. There was no report of death or permanent impairment associated with this event.